Manufacturer narrative:
Event date: exact date unknown, event occurred a few months ago from date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well post-operatively and the explanted ipg was not returned as it was discarded by the medical facility.